Manufacturer narrative:
The motor arm cannot communicate with the main arm and hardware low level failures error confirmed in device history with variable due broken trace at keypad assembly. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No failed battery test alarms noted during testing or in the device trace download.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarms. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer was successfully able to clear alarms. The customer was able to fill the programmed fill cannula. Advised to performed the self-test which did not pass. Unknown if the auto mode on the insulin pump wast active and was not automatically adjusting insulin delivery during the event. The customer declined to troubleshoot for other pump issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.